Manufacturer narrative:
Alleged failure: it was reported that an unknown adhesive debris was found on the tubing after package was opened. Ahs mdip # (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be manufacturing process. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that foreign material was found inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found inside the sterile packaging